Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. No pump error trace pointers are invalid alarms noted during testing. Insulin pump received with

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple "error". The customer's blood glucose level was 5.6 mmol/l at the time of incident. The customer reported that the alarm occurred immediately after a battery change. The customer stated that the insulin pump had insulin pump error alarm. Customer's mother declined for troubleshooting. Customer also reported that the insulin pump had "trace pointers are invalid" and "history pointers failed and are corrupted". Advised the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will not be returned for analysis.